Manufacturer narrative:
Eua #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. No form of repeat or confirmatory testing was reported by the customer. Bd has tried to contact the customer multiple times for additional information regarding this event, with no response from the customer at this time. There was no report of patient impact. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. No form of repeat or confirmatory testing was reported by the customer. Bd has tried to contact the customer multiple times for additional information regarding this event, with no response from the customer at this time. There was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0217916. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.